Event description:
It was reported that this right ventricular (rv) lead potentially exhibited loss of capture (loc). Technical services (ts) reviewed the reports and could not conclusively confirm capture. Ts noted that the lead measurements appeared to be stable. Ts suggested the evaluating the patient in-office. The lead remains in use. No adverse patient effects were reported.